Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technicians found the brake block assembly was worn. He replaced the brake block assembly to repair the bed.